Event description:
As reported, the 6/7f mynx control device could not be advanced into the sheath, and damage to the white tube tip was observed. The distal portion of the white tube tip appeared deformed, which may have interfered with insertion into the sheath under standard procedural conditions. Manual compression was performed, and hemostasis was successfully achieved. There was no reported injury to the patient. The deployer was mynx certified. The device was stored and prepped according to the instructions for use (IFU). The sheath was not kinked or bent upon removal, and no excess force was applied during insertion. There was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The vessel diameter was verified to be =5 mm, and the angle of access was within 30¿45 degrees. The device will be returned for evaluation. Per product evaluation, the sealant was partially exposed, and a frayed/split/torn condition of the sealant sleeves was noted.

Manufacturer narrative:
As reported, the 6f/7f mynx control device could not be advanced into the sheath, and damage to the white tube tip was observed. The distal portion of the white tube tip appeared deformed, which may have interfered with insertion into the sheath under standard procedural conditions. Manual compression was performed, and hemostasis was successfully achieved. There was no reported injury to the patient. The deployer was mynx certified. The device was stored and prepped according to the instructions for use (IFU). The sheath was not kinked or bent upon removal, and no excess force was applied during insertion. There was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The vessel diameter was verified to be =5 mm, and the angle of access was within 30¿45 degrees. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be performed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and found to be within the defined parameter. The measurement was obtained using a calibrated ruler. An attempt was made to perform a functional test to evaluate insertion and withdrawal of a csi; however, the test could not be completed because the condition of the sealant sleeves prevented insertion of an applicable csi. Additionally, a simulated deployment test was performed to verify functionality. The unit worked as intended, deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.